Event description:
In 3/2003, the pt's parents noticed that the pt was no longer hearing. The parents exchanged external equipment. However, the problem was not resolved. In 2003, the pt was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted.